Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer wanted to have a complaint documented in (B)(6) to the placement of the sensor which gave the customer cellulitis. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had to take antibiotics to cure the cellulitis caused by wearing the sensor. No further information was provided.